Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation revision with unspecified mentor saline breast implants and suffered several unexplained systemic symptoms, including rheumatoid arthritis, food allergies, hives, vomiting, and general sick-feeling. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the second of two devices.

Manufacturer narrative:
On may 20 2022, additional information was received identifying the devices as saline mentor smooth round moderate profile 300cc breast implants, catalog number 3501645, serial numbers (B)(6) (l) and (B)(6) (r). This report is for the left breast prosthesis. The date of implantation was identified as (B)(6) 2012. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).